Event description:
It was reported that the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the abdomen, with blood glucose ranging between 300-400 mg/dl. The patient further stated that upon pod removal, the infusion site exhibited redness, swelling, and pain, and the area subsequently developed scarring. The patient applied a new pod and successfully resumed therapy. No medical evaluation or treatment was reported in relation to the skin symptoms. This event is being reported due to the formation of scar tissue attributed to pod use. The pod involved was discarded and unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.